Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor failure occurred. Data was evaluated and the allegation was not confirmed, but an early sensor expiration alert was found in connection to the allegation. The probable cause of the early sensor expiration could not be determined. The reported event of a sensor failure is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.